Manufacturer narrative:
(B)(4).

Event description:
A review of the shared data shows that there were no calibrations to confirm the reported inaccuracy were present within the investigation window. Analysis of the alerts were made, the review of the performance data show¿s the patient¿s always sound feature is enabled at the time of the incident and his high alert is set to 200 mg/dl, his low alert is set to 80 mg/dl and the urgent low is fixed at 55 mg/dl. In the morning of (B)(6) 2023, the patient was getting his high alerts from 11:30 am to 2:45 pm with a range of glucose values from 306 ¿ 201 mg/dl. At 2:50 pm the high alert cleared as the patient went under his high threshold. Between 2:50 pm and 4:00 pm the patient¿s egvs were slowly decreasing from 194 ¿ 82 mg/dl until reaching their low alert threshold. The patient received their low alert alarms from 4:05 pm to 4:55 pm until getting urgent low soon alerts from 5:00 pm to 5:10 pm. The patient reach their urgent low threshold at 5:15 pm until 5:40 pm when their estimated glucose value (egv) values started to go back up slowly. At 5:45 pm both the urgent low and urgent low soon alarms cleared as the patient¿s egv¿s started to increase between 57 ¿ 65 mg/dl. At 6:10 ¿ 6:20 pm the patient had temporary sensor failure and at 6:25 pm the low alert threshold cleared as the patient¿s egv was at 173 mg/dl. After 6:30 pm on (B)(6) 2023, the patient¿s egvs were in a normal range for the patient. The reported allegation was undetermined as data investigation shows the system performed as intended and the patient received all intended alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was in the camper fixing something. The patient's wife woke up from a nap and noticed the follow app showed the patient was 54 mg/dl. She grabbed a snack and went to look for the patient. When she found him, he was unconscious in the camper. She did not check a blood glucose finger stick during this time and it is unknown what the cgm was displaying during this time. She provided the patient two bottles of baqsimi nasal spray but the patient remained unconscious. She called 911 and when they arrived, they checked the patient's bg was the meter showed his value was low but wife could not recall what the value was. Emergency medical services treated the patient was d20 and two more bottles of baqsimi nasal spray. While in route to the hospital, they checked another finger stick and it was 200 mg/dl and rising. When they arrived at the hospital, they checked another finger stick (no specific value was reported) and provided the patient with normal saline and did bloodwork. After 3-4 hours of observation, the patient was discharged after the patient stabilized. At the time of the report, the patient was doing fine. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.